Manufacturer narrative:
Batch review performed on 02 november 2021: lot 157553: (B)(4) items manufactured and released on 20-jan-2016. Expiration date: 2021-01-06. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 1-jan-2017. Clinical evaluation performed by medical affairs manager: partial hip revision surgery (stem, head and liner) performed 5 years after primary hybrid total hip arthroplasty in an heavy ((B)(6) kg) (B)(6) year old man. According to the report the patient reported pain. CT images are not available. The origin of pain is unknown and no conclusion can be drawn on the basis of elements at hand.. Preliminary investigation performed by r&d project manager: looking at the photo attached to the complaint it is visible expianted stem with some bloods residuals on the body surface. Some signs and scratches are present on the body and neck part probably due to revision surgery. It is not possible to determine the root cause of reported stem loosening.

Event description:
Revision surgery performed 5 years and 2 months after primary due to stem loosening. Stem, plug, head and liner revised successfully.